Event description:
It was reported that the pt had a lead revision as the lead had dislodged and migrated. During the revision, the titan anchor pulled apart. No pt symptoms were reported. The pt recovered without sequela. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results = titan anchor. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.